Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. Patient reported the infusion site to have purulent drainage, swelling, pain and redness. The patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). The patient removed and applied a new pod. On (B)(6) 2025 the patient visited their general practitioner at(B)(6) where the site was lanced and drained. Dr. (B)(6) prescribed the patient 14 days of antibiotics. The patient returned to the doctor's office on (B)(6) 2025 for further drainage of the infection site.